Event description:
Physician reports that while draping a pt who was under spinal anesthesia, the clear plastic pouch on the drape was seen to be covered with a residue (like the spots seen on dishes after being washed in the dishwasher). The drape was removed, and the entire setup of equipment for the hip replacement was considered contaminated. All new instruments and drapes were obtained which caused duress due to the limited nature of anesthesia with a spinal.

Manufacturer narrative:
The device history record was reviewed and no discrepancies were found. The customer reports that the sample was sent. However, as of this date, cardinal has not received the sample. Since the sample was not received, the actual root cause could not be determined. The personnel involved with manufacturing and the raw material supplier were informed of this complaint. At this time we are unable to confirm the report, but will continue to monitor for any additional reports of this nature.